Event description:
The following occurred; the instrument would not fire after it had been tightened down completely. The green indicator was visible. The report states the device was "locked out" initially, tried again and then realized that the device did cut, but could not verify staple placement. There was a tear or cut at the distal rectum. Next, they disconnected the anvil from the body and removed the instrument. Re-transected the rectal stump. They also expanded the port site to extract the specimen and purstring the proximal bowel and introduce the anvil. A second device was used successfully. An additional hour was added to the procedure. Procedure: robotic lar.